Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device was returned without any original packaging, the device was returned with the handle lock in the lock position, the jaws were open, and the handle lock feature worked as intended with both the on and off positions. The device was inspected for damage, and there appeared to be no physical damage but the plug of the device had been written on. The jaws were able to be smoothly opened and closed, the blade was able to be smoothly extended and retracted and the cutting blade was sharp. There were no issues with the rotation of the jaw tips. Upon plugging the device into an esg 400 generator to test functionality, the device was recognized and the powerseal settings were loaded up on the generator. A piece of steak was used to test on. The steak was soaked in a saline solution and the jaws were clamped down on the steak. The blue sealing button was then held. The steak would then coagulate briefly while the coag button was held. The generator would then popup error code 764 incomplete seal cycle. The steak was attempted to be seal successfully a few more times and the same error would continue to pop up. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to linked to the following patient identifiers and submitted medwatches: (B)(6) ¿ (B)(4). (B)(6) ¿ (B)(4). (B)(6) - (B)(4).

Event description:
The customer reported to olympus that an issue had occurred while using the powerseal 5mm, 37cm, curved jaw sealer & divider, double-action. Specifically, when holding the tissue and pressing the sealing button, there should be sound indicating that the sealing is completed; however, there was no sound and an error message occurred on the generator. After holding the tissue and activating it again, the sealing failed, and the error message reappeared. The issue occurred during the procedure, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure was likely due to a bad crimp. A final root cause was unable to be identified. The following is included in the instructions for use: "the generator display should state powerseal. If the display does not match, contact olympus technical services at (B)(4)." Additionally, the following is included in the instructions for use on page 7: "a sequence of four pulsed tones, accompanied by discontinuation of energy flow, indicates a seal cycle not complete condition. Informational messages with remedial actions appear on the generator screen. Consult the troubleshooting section on page 9 to identify possible causes for this seal cycle not complete information tone. Do not cut tissue until an adequate seal is verified.¿ olympus will continue to monitor field performance for this device.